Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a patient was admitted to the hospital approximately april (B)(6) 2014 for abdominal pain secondary to the same problems with his (pd) catheter. The following is from the medical records received from the patient's treatment facility. A few days prior to his admission, the cap to his (pd) catheter fell off during sleep. The patient went to the dialysis clinic next day and they put a new cap on. Since then, he was experiencing abdominal pain. The patient was seen by his nephrologist at which time the patient elected to remove his peritoneal dialysis catheter and resume hemodialysis from a pre-existing fistula. On (B)(6) 2014, the catheter was surgically removed without complication. The patient was discharged (B)(6) 2014 in stable condition.